Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted images confirmed the presence of a thrombus formation within the inlet extension, which had been removed prior to the pump¿s return for evaluation. Although a specific cause for the observed thrombus could not be conclusively determined, the deposition could have contributed to the report of a sudden drop in pump flow, which was confirmed through the evaluation of the submitted log files. (B)(6) was returned assembled with the pump cable severed approximately 4.5¿ from the pump header. The distal portion of the pump cable and the modular cable were not returned. The sealed outflow graft was returned attached to the pump cover outlet port with the outflow graft bend relief engaged to the graft hardware. The cuff lock had been disengaged prior to the pump¿s return for evaluation and the apical cuff was not returned. Visual inspection of the inlet extension revealed a small deposition of coagulated blood but no evidence of any developed or adhered thrombus formations; however, review of the submitted images provided from the patient¿s pump exchange surgery confirmed a tissue-like deposition surrounded by coagulated blood, obstructing the inflow. Upon disassembly of the returned pump, additional depositions of loosely coagulated blood were observed within the pump outflow, the interior of the pump cover, and the interior of the sealed outflow graft and graft attachment. The lack of structure of these depositions suggests that they developed acutely, likely due to poor surface washing as a result of the confirmed decrease in pump flow. Further examination of the blood-contacting surfaces revealed no evidence of any developed or adhered depositions or thrombus formations that would have contributed to a flow or functional issue. Evaluation of the left ventricular assist device (lvad) event and periodic log files retrieved from (B)(6) revealed a sudden onset of low flow values beginning on (B)(6) 2023. These events appeared consistent with the reported events and the finding of an occlusive, ingested deposition in the inlet extension from the submitted images. Despite the observed decrease in flow, the pump appeared to have functioned as intended throughout the duration of the retrieved data. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. Upon removal of the depositions, (B)(6) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specification. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C, and the heartmate 3 patient handbook, rev. D, are currently available. Section 1 of the IFU, ¿introduction¿, lists adverse events, including pump thrombosis, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 1 also addresses all pump parameters. Section 4 of the IFU, ¿system monitor¿, describes the pump flow display and the hazard alarms, and explains that changes in patient condition can result in low flow. Per design, when the estimated flow value is calculated at less than 2.5 liters per minute (lpm), a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. Section 5, "surgical procedures" (under ¿preparing the ventricular apex site¿), instructs to inspect the ventricular chamber for mural thrombi and crossing trabeculae following removal of the core and to address one or both, as needed. Furthermore, section 5, under ¿implant procedures¿, warns to inspect the ventricle and remove any previously formed clots that may cause embolism or any trabeculae that may impede flow. Section 6 of the IFU, ¿patient care and management¿ provides information regarding anticoagulation, including recommended international normalized ratio (inr) values, and the suggested anticoagulation modifications. Section 5 of the patient handbook, ¿alarms and troubleshooting¿, and section 7 of the IFU, ¿alarms and troubleshooting¿, provides information on all system alarm conditions as well as the appropriate actions associated with each condition. Furthermore, section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that after implant on (B)(6) 2023 the patient had a washout on (B)(6) 2023. At approximately 01:26 on (B)(6) 2023 the left ventricular assist device (lvad) alarmed and flow dropped to 0.0 lpm immediately after the nurse flushed a mahurkar catheter. Powers went from approximately 3.5 w down to around 2 w at that time. The nurse briefly decreased the speed to 4000 rpm. The flow remained 0.0 lpm until approximately 01:39. There were no other changes to patient condition and hemodynamics remained stable throughout. The patient was alert and oriented throughout. Flows remained low at around 1.8 lpm. Log files were submitted for review and appeared normal until 01:26:17 on (B)(6) 2023 when flow dropped to 0 lpm. The flow remained at 0 lpm until 01:39:40 when it started to recover. The remainder of the log file showed flow ranges from approximately 1.7 lpm to 2.3 lpm. It was also noted that the set speed was lower to 4000 rpm between 01:30:48 and 01:37:45, and at 01:37:46 the set speed was readjusted back to the original set speed of 5400 rpm. The log file ended with a flow of 2.1 lpm. A controller exchange was performed with no improvement in flow, it remained around 1.8 lpm. Log files from the newer controller showed a few lines of data with flows ranging from around 1.5-1.7 lpm and the pump maintained a the set speed of 5400 lpm. Dialysis was started a couple of hours after the drop in flow and inotropes were initiated. A transesophageal echocardiogram (tee) was performed and noted the aortic valve was opening with each beat. Flows continued in the 1.5-1.8 lpm range through late morning. A ramp study with speed increases from 5400 rpm to 5900 rpm did not increase flows, and the patient was taken to the operating room (or) at approximately 13:00. The chest was opened via thoracotomy and the surgeons noted large occlusive thrombus in the inflow cannula when removing the pump from the sewing ring. Thrombus was visible extending into the outflow graft, and a pump exchange was needed. A complete pump exchange was performed, including the pump, driveline, and outflow graft. The original sewing ring remained in place. The patient was recovering in the intensive care unit (ICU) and the pump seemed to be working as expected.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.